Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with cracked case on the back at the battery tube area, cracked battery tube threads and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button cover for the keypad has come loose and the lower part of the display was cosmetically damaged. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.